Manufacturer narrative:
After an original bunionectomy was completed in (B)(6) 2016, an unknown patient presented at an alternate surgeon with a reported loss of correction. A revision surgery was scheduled on (B)(6) 2016 to remove the original unknown plate(s) and unknown screw(s). The product identification necessary to review the specific manufacturing history was not provided. The root cause of the removal of the unknown plate(s) and unknown screw(s) was reported as loss of correction. The surgeon reported there was no radiological evidence of malfunction with the device and no infection. No additional information could be obtained after the initial report. The company will supplement the MDR as necessary and appropriate. Device was not returned

Event description:
A surgeon reported a planned revision surgery ((B)(6) 2016) to the company on 10/03/2016. The revision was scheduled to remove unknown plates and screws after a reported loss of correction on a prior bunionectomy. The patient's original surgery was on an unknown date in (B)(6) 2016. The surgeon stated there was no radiographic evidence of product malfunction and no infection. No additional information was able to be obtained.